Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges turning onto a ramp at daughters house when scooter tipped over and rolled over her leg.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded it to likely be an operator error.

Event description:
Alleges turning onto a ramp at daughters house when scooter tipped over and rolled over her leg.